Manufacturer narrative:
There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that after an ion indocyanine green (icg) coil placement procedure, a pneumothorax was identified. The lesion was located in the right lower lobe close to the diaphragmatic pleural surface and measured approximately 1.5 x 1.2 cm in size. No biopsy was performed. The icg coil was placed near the diaphragm, and after the procedure, an x-ray revealed a pneumothorax. The patient also experienced mild shortness of breath; therefore an 8-french chest tube was inserted. The patient was admitted overnight, then the chest tube was removed the following morning, and the patient was discharged home. The physician believed the pneumothorax occurred because the nodule was very peripheral and low near the diaphragm and pleura; the suspected cause was subtle movements with the radial endobronchial ultrasound (ebus) probe or fiducial marker placement. Per the physician, the pneumothorax could have potentially occurred via another biopsy modality. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.